Event description:
On (B)(6) 2014, it was reported that the patient experienced elevated blood glucose levels as high as 450 mg/dl for the past week. The patient was unsuccessful correcting the elevated levels via the infusion device and she thinks the device delivers too low an amount of insulin. No adverse event was reported. The infusion device requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).